Event description:
Customer reports back to back testing on a professional meter and the active system with results of 135mg/dl on customer's meter (active) and 287mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.